Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (23fr) sheath is 7mm. In this case, the patient¿s access vessel diameter was (7.0mm); access was gained via surgical cutdown; there was moderate vessel calcification and mild tortuosity. It appears that patient factors (calcification and/or tortuosity not appreciable on imaging, borderline minimum luminal vessel diameter, and vessel vasospasm) along with procedural considerations contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure there was a vascular complication that required additional intervention. Per report, left femoral artery access was obtained via a surgical cut down technique. The primary operator then began serial dilatation to prepare the vessel for insertion of the 22fr introducer sheath. The 16fr, 18fr, 20fr,and 22fr dilator(s) were inserted and removed with minimal resistance. Moderate resistance was noted while inserting the 23fr dilator however they were successfully able to remove it. Upon insertion of the 25fr dilator the primary operator noted difficulty inserting the dilator. While attempting to remove the dilator it became very difficult to remove. At that time a vascular surgeon was called in to assist with the highly probable vascular complication. An aortic occlusion balloon was inserted and inflated. The surgeon then removed the 25fr dilator with a portion of the vessel still attached. The vessel was repaired with use of 4 gore viabahn covered stents. The stents were post dilated and a crossover catheter was inserted through the right femoral artery sheath for a peripheral runoff of the left leg. The runoff showed adequate flow down the left leg. No further action was taken and the patient was transferred to cvicu in stable condition. The team discussed the case and suspect moderate calcification and a possible vasospasm as a possible cause.